Event description:
The clinician reports the implant was inserted on (B)(6) 2025 in ada 3. Details of surgery: sinus perforation and sinus augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and bleeding. No further patient complications were reported.